Event description:
The device was working well for the pt until she lifted a heavy item and suffered some trauma. Dislodgement of the lead was questioned. The device was explanted. The pt outcome was reported as no injury.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete. And/or. When additional info is received from the hcp.